Event description:
It was reported that while trying to intubate a patient, a hole was found in the patient's trachea. It was reported that there was bronchial damage around the evac port and that the hole was the size of the hole in the tube. It was reported that they were not sure if it was caused by the suction from the evac port or over-inflation of the cuff. It was reported that the patient was re-intubated with a standard endotracheal tube.

Manufacturer narrative:
It was not known if there was any pre-inflation testing of the cuff prior to insertion. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.